Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was undergoing a replacement procedure. It was reported that this lead exhibited high out of range pacing impedances greater than 2,500 ohms and was fractured. The lead was being replaced with a competitor's product. No adverse patient effects were reported.